Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a (B)(6) infection. The patient underwent an explant procedure and was doing well postoperatively. No further information has been obtained.